Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer replaced latch assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the refrigerator door was experienced issues and the smart remote manager was failed. The customer reported that the door could not be opened fully and would become stuck. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.